Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash on his back from the lifevest. The irritation was described as red and with small welts. The patient sought medical attention and was advised to try taking benadryl and/or claritin. Follow-up indicated that the patient had not been wearing the lifevest and had been applying hydrocortisone 1% and that his rash was a lot better and clearing up.